Event description:
It was reported that patient underwent a total hip arthroplasty in 1993. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. The modular head and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown date in 1993; manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a left total hip arthroplasty in 1993. Subsequently, patient was revised on june 17, 2015 due to instability and wear. The liner, modular head, and taper adapter were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.